Event description:
The pt experienced a shocking or jolting sensation on the left side of her head described as a 'zinging' sensation. The pt had the flu. The device was reprogrammed approximately one month after the incident. Approximately 1 month later, the pt was in the hospital for a medical condition unrelated to the device. She was having a tia test. The sensation recurred and woke her from her sleep. There were no procedures occurring nearby at the time of the incident. The device was turned off while awaiting a field representative to analyze the device system. Approximately a week later, the device was turned back on. There were no impedance issues or malfunction issues when the device was turned on. It was determined that the sensation was more likely caused by positioning of the head and posture on the hospital bed. The sensation hadn't recurred two weeks after the device check. The pt was very happy with the therapy.